Event description:
Subject in a peak retrospective abdominoplasty study was documented to have an irregular heart rate (in pacu with oxygen saturation drop, patient sent to emergency room, admitted and discharged two hours later.)

Manufacturer narrative:
This MDR is being filed based on a retrospective review of peak clinical studies. Product was not available for evaluation because the complaint file was opened based on the retrospective review of the clinical study file. A lot number was not provided so an investigation of the lot history record could not be performed. End of report.